Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is a bilateral device user. She noted reduced volume in the right side compared to the left side. Audiograms show she is within the indication criteria of the device. It was advised to review the status of the coupling.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient showed no response at maximum stimulation levels. A revision surgery was performed due to suspected fibrosis attached to the floating mass transducer. During the surgery the coupler was also re-positioned. The hearing performance slightly improved afterwards, however loudness perception was still not satisfactory. Refitting was done and the recipient will be further monitored. According to the audiograms received from the field the recipient is a borderline candidate for vibrant soundbridge, which may contributed to the limited outcome. The device remains implanted and in use.

Event description:
The user is a bilateral device user. She has noted reduced volume in the concerned right side compared to the left side. The user underwent a revision surgery on (B)(6).2024. Based on imaging, it was suspected there was some fibrosis attached to the floating mass transducer (fmt) and that possibly the coupler had slipped slightly, resulting in the implant not providing benefit as expected. The surgeons were able to create a wider space around the fmt and repositioned the coupler on the short process of the incus.

Manufacturer narrative:
Additional information: based on the received information from the field, the recipient showed no response at maximum stimulation levels. From the limited available information, it cannot be determined if this issue is possibly related to the functionality of the device or to coupling issue of the floating mass transducer (fmt).

Event description:
The user is a bilateral device user. She has noted reduced volume in the concerned right side compared to the left side.